Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer also reported loss of communication between insulin pump and transmitter, insulin pump was dropped and reported a cosmetic damage to the insulin pump, received sensor updating alert and lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884, mmt-7841zn. Troubleshooting was performed for differences between glucose levels. The customer reported blood glucose value was 190 mg/dl and sensor glucose value was 110 mg/dl at the time of the event. The difference between sensor glucose and blood glucose values was 80 mg/dl and it is beyond 30% limit. Customer was advised to replace the sensor. Troubleshooting was not performed for communication issue and it was unknown whether issue was resolved or not. Troubleshooting was performed for sensor alerts and cosmetic damage. No harm requiring medical intervention was reported. No product return required for mmt-7040a. No product return required for mmt-1884. No product return required for mmt-7841zn.